Event description:
It was reported that the patient wanted to change to rechargeable batteries as the batteries did not last longer than 2 years. The left battery was reading 2.58v. The left side also had high impedances (c/0 18,761 ohms, 0/1 18,893 ohms, 0/2 19,121 ohms, and 0/3 19,474 ohms). The patient planned to discuss replacement of the batteries as well as exploration of the left system in regards to the high impedance on the ¿0¿ contact. The right lead connector had also migrated/dropped and it was stated that it should be replaced at the time of battery replacement. It was further reported that the patient¿s device was reprogrammed. The voltage was reduced on the left stimulator to conserve battery life. The settings on the right stimulator were not changed. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v187428, implanted: (B)(6) 2009, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v187428, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).